Manufacturer narrative:
Biocompatibility testing to iso 10993 was successfully completed on skin-contacting surfaces of the lifevest device as well as the blue(tm) defibrillation gel.

Event description:
A us distributor reported that the patient had developed a red irritation under the lifevest on his back. It was reported that the rash appeared to be hives. The patient has ended use per the patient's physician. It was also reported that the patient is allergic to plastic materials. The irritation has improved after ending use.